Manufacturer narrative:
Based on the analysis of the event, the correct device lot number and size (29mm) was labeled on the product carton, pouch, and delivery catheter. However, a smaller diameter stent graft (20mm) was assembled onto the delivery catheter during manufacturing. A 20mm device (lot fs013015-56) that was suspected to have a 29mm stent graft was retrieved from trivascular inventory and inspected. The 20mm labeled device contained a 29mm stent graft, confirming that the two stent grafts were switched during the stent graft /delivery catheter assembly process. No additional devices were affected. Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body stent graft, the physician noted under fluoroscopy that the sealing rings were not in apposition to the vessel wall. The diameter of the primary sealing ring was measured intraoperatively, and confirmed to be within the range of a smaller diameter aortic body stent graft. A type ia endoleak was present that could not be resolved following the placement of covered stents in the renal arteries and superior mesenteric artery, and two aortic cuffs. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.